Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported multiple meter to other meter comparisons. The patient claimed obtaining blood glucose readings of "265mg/dl" with the subject meter and "177 mg/dl" on a ot ultra meter, "200 mg/dl" with the subject meter and "140 mg/dl" on a ot ultra meter, "265 mg/dl" with the subject meter and "145 mg/dl" on another device and "200 mg/dl" with the subject meter and "128 mg/dl" on another device. The reporter confirmed all the meter to other meter comparisons were performed within 30 minutes of each other. This complaint is being reported because, the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.